Event description:
It was reported that during a prostate procedure, ¿no aiming beam¿ was observed @ 328,672 joules of use and 37:15 minutes. The procedure was completed using a second fiber. There was ¿no injury¿ to patient reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the metal cap exhibited mild char; the glass cap exhibited mild devitrification at the output window. Based on the analysis above, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber. (B)(4).